Event description:
Product analysis was completed and approved on (B)(6) 2015 for the explanted lead. An analysis was performed on the returned lead portions. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis was completed and approved on (B)(6) 2015 for the generator. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient passed away on (B)(6) 2015. The patient¿s former neurologist retired over a year ago and there is no known current neurologist. The patient was seen at a funeral home where the generator and part of the lead were explanted on (B)(6) 2015. The explanted lead and generator were returned for analysis on (B)(4) 2015. Analysis of the devices is underway but has not been completed to date.